Event description:
It was reported that a user of the ilet experienced consistent low blood glucose events, followed by an elevated reading of approximately 266 mg/dl after eating without a meal announcement. Subsequent follow-up showed blood glucose at 150 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with failure to follow instructions, specifically a missed meal announcement involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.